Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. It was reported by the customer's mother, that the emergency medical services was called because the customer was feeling lethargic, hyperventilating, losing oxygen, and his hands and feet went numb. Customer's blood glucose levels at the time of hospitalization 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip and intravenous fluids. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.